Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited a pacing problem and an increase in threshold. It was also reported that the leadless ipg exhibited loss of capture and had dislodged. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.